Event description:
Related manufacturer reference number: 2017865-2023-18614. It was reported that patient's right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. During the lead revision procedure, it was noted that patient's left ventricular (lv) lead was damaged. It was also found that the lv lead exhibited loss of capture and high, out of range pacing impedance. The rv lead was explanted and replaced. The lv lead was deactivated. The patient was stable.